Manufacturer narrative:
It is expected that the customer will return the device for complete evaluation, but it has not been received to date.

Event description:
Case report from (B)(6) reported as: "first of all, when a doctor flushed the delivery system, he noticed uneven transition between tip and outer sheath. When the delivery system of 32-32-155m was inserted from left femoral artery, it was hard to advance the delivery system due to strong friction. The doctor tried to insert the delivery system with twisting motion several times, but was not able to advance well. Taking into account patient's safety, the doctor decided to change the relay delivery system for medtronic valiant 32-32-157mm since there was some risks of iliac artery rapture if the delivery system was kept advancing. And then the tevar procedure was done successfully by using the valiant. However, when the final angiogram to the left femoral - iliac artery was performed to confirm if the artery was injured or not, the doctor found a dissection. Hence a surgical repair was performed and all the procedure was finished. Outcome of the patient: after the surgical repair was performed to the left femoral artery, it seems the further treatment has not been to the patient."